Manufacturer narrative:
No returns were received. However, the report was confirmed via the provided x-ray image. It appears that the pc1-700001-03 tulip, right disassociated from the pc1-700001-04 saddle. Root cause could not be determined.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's northstar oct posterior cervical fusion system. During a follow-up on (B)(6) 2024, a rod fracture was observed. Approximately a week later the occipital plate tulip was observed to have disassociated with the plate. Both devices remain implanted. It is unknown if a revision surgery is planned. No patient injury was reported. This report is for the pc1-700003 el capitan occ plate, small.